Event description:
It was reported the patient is deceased and died four months post implant of the implantable pulse generator (ipg). Additional information was requested and the cause of death is unknown. The patient was a participant in the (B)(4) clinical study. The device will not be returned to the manufacturer.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).